Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the interaction with the mildly calcified and mildly torturous anatomy and/or inadvertent mishandling resulted preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a 60% stenosed de novo lesion in the superficial femoral artery (sfa) with mild calcification and mild tortuosity. The 8x40mm absolute pro self-expanding stent system (sess) was advance to the target lesion and during release of the stent the thumbwheel became stuck and therefore, the stent could not be fully deployed. The sess was removed from the patient. Another same size stent was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.